Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that particles of seal are missing on the cupola seal. Additionally the device was directly involved with the reported incident and was being used for treatment of the patient when the event occurred. The fst replaced the seal with a new one and returned the device to service. The investigation is ongoing and will be included in a follow up report.

Event description:
The customer reported that, during a surgery, a piece of seal fell onto the surgical field. No injuries were reported. (B)(4).

Manufacturer narrative:
Maquet evaluated the device and assumes that the device failed to meet is specification due to infiltration and stagnation of aggressive cleaning product in the seal caused by inappropriate cleaning protocol. The powerled series operating manual includes instructions to "check the lighthead for chipped paint, impact marks or any other damage" on a daily basis. Additionally, the operating manual provides instructions related to cleaning and disinfection in order to avoid any stagnation of liquids.

Event description:
(B)(4).